Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to connect with reporting system and the data from a manual fill performed on the machine was not being registered in the reporting system. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, determined that the station had data sync error. A technical support specialist (tss) dialed into the station and identified a data sync error indicating an invalid upload change tracking value. Manual recovery was performed by following knowledge article, "manual recovery required - datasync invalid upload change tracking value". During recovery, an additional insert failure related to a user account snapshot was encountered and resolved by following knowledge article retry mode: insert into tx. Transactionsession and updating the required account snapshot key. After verifying that there was no variation in the change tracking version, a full synchronization was completed without dropping the database. Data synchronization completed successfully, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.